Event description:
It was reported that prior to starting a davinci si surgical procedure, the customer noted that 'tips won't open or close' on the prograsp forceps instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported failure mode. Instrument was placed on in-house davinci robotic system and it was driven with no problem. Instrument passed recognition and engagement tests. Instrument was able to move intuitively with full range of motion in all directions. The grips were able to open and close properly. Additional observation not reported by customer was a frayed grip cable. The frayed grip cable was located at the distal idler pulley. The frayed cable sections were in various lengths sticking out at the wrist. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.